Manufacturer narrative:
The reported event of noise oversensing was confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis found the reported event of noise to be due to an external insulation abrasion of the outer coil consistent with friction to the device can.

Event description:
It was reported that a patient presented for a routine device check. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited oversensing of noise with pacing inhibition noted. The rv lead was explanted and successfully replaced. The patient was stable.